Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, manufacture date - unknown.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on an unknown date. During post operative monitoring and testing, armd, joint effusion, fluid collection and elevated metal ions were noted. The fluid collection found in the anterior lateral quadrant of the hip measured 67.1x96.1x129.4mm. These finding were found due to follow up testing, there were no symptoms reported by the patient. No further information has been provided at this time.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, periprosthetic soft tissue abnormalities, joint effusion, fluid collection, debris and elevated metal ions were noted. The fluid collection found in the anterior lateral quadrant of the hip measured 67.1x96.1x129.4mm. Additionally, patient reported limp, leg length discrepancy and knee/ankle problems ipsilateral side. These finding were found due to follow up testing. There has been no revision procedure reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: number 13 states, ¿problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-01782 and 2014-07347).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on an unknown date. During post operative monitoring and testing, periprosthetic soft tissue abnormalities, joint effusion, fluid collection and elevated metal ions were noted. The fluid collection found in the anterior lateral quadrant of the hip measured 67.1x96.1x129.4mm. These finding were found due to follow up testing, there were no symptoms reported by the patient. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing; limp and leg length discrepancy was noted. Product identification has been reported.